Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate and remained static. The customer's blood glucose was 300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and the insulin gauge began to decrease as expected.